Manufacturer narrative:
The investigation has determined that non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as a vitros tropi es within-run precision test was unacceptable. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the vitros eciq system was returned to its expected performance. Although there was no indication the vitros tropi es reagent issue contributed to the event based on acceptable historical troponin quality control data, a vitros tropi es reagent issue cannot be completely ruled out, as the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as the customer is not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, falsely elevated tropi result from a single patient sample using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Vitros tropi es result 0.292 ng/ml versus expected tropi result <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient result was reported from the laboratory, however there was no treatment altered or initiated due to the higher than expected trop I result and no allegation of patient harm was made as a result of the event. (B)(4).